Manufacturer narrative:
None reported.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material#: 303310, batch#: 4044308. Rcc received a complaint via email. Pharmacy staff identified multiple quality issues with the bd sterile luer-lock 20 ml syringes, including particulate matter inside the barrel. In some cases, the particulate matter was not identified until the final sterile product was being checked. One of the syringes from the affected lot was melted at the top and had a missing luer lock. Another concern identified was inconsistent volume markings on the syringe. The affected lots include 4044308. Additionally, there have been multiple reports of quality and manufacturing issues with bd syringes. Some packages were missing syringes, and others contained damaged syringes. Reference reports#: mw5171494, mw5171496.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.